Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original implant date 5 to 6 months prior. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: 2.7mm locking screw with t8 stardrive recess-20mm (part number 402.220, lot number unknown, quantity 2); 2.7mm cortex screw with t8 stardrive recess-18mm (part number 402.878, lot number unknown, quantity 1); 2.7mm cortex screw with t8 stardrive recess-20mm (part number 402.880, lot number unknown, quantity 2); 4.0mm cannulated screw long thread-40mm (part number 407.740, lot number unknown, quantity 1). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, no devices were returned and no lot numbers were provided. No further investigation is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent procedure approximately six months prior to removal to implant a 2.7mm plate and seven (7) screws for a hallux metatarsal phalangeal (mp) fusion. On unknown date patient reported pain at the implant site. X-rays taken on unknown date revealed the plate and one of the screws was broken. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. The shaft of the broken screw remains embedded in patient bone. Patient was revised to another plate and six (6) new screws. Procedure was completed successfully with no delay and no harm to patient. This report is for 2 devices. Concomitant medical products: 2.7mm locking screw with t8 stardrive recess-20mm (part number 402.220, lot number unknown, quantity 2); 2.7mm cortex screw with t8 stardrive recess-18mm (part number 402.878, lot number unknown, quantity 1); 2.7mm cortex screw with t8 stardrive recess-20mm (part number 402.880, lot number unknown, quantity 2); 4.0mm cannulated screw long thread-40mm (part number 407.740, lot number unknown, quantity 1). This report is 1 of 2 for (B)(4).